Event description:
The customer reported erroneous troponin I patient results, on different event dates, involving the access accutni reagent used in conjunction with the unicel dxc 600i synchron access clinical system. This report is two of four referencing the patient on the event date noted. An initial elevated result of 0.15 ng/ml was obtained. The sample was reanalyzed and recovered a lower result of 0.02 ng/ml, within the normal reference range. The customer stated the laboratory performs a reflex analysis if the initial troponin I value is greater than 0.10 ng/ml. Patient samples are collected in 3 ml becton dickinson (bd) vacutainer lithium heparin plastic separation tubes (pst) and centrifuged in a statspin express 4 centrifuge for three minutes, at room temperature. Patient samples are loaded directly on the instrument through the closed tube aliquotter (cta). The customer indicated system checks had failed at the time of the event.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. There is no indication service was dispatched for this incident. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-01054; 2122870-2013-01055; 2122870-2013-01056; 2122870-2013-01057.